Event description:
The clinic reported that a laser vision correction patient presented with corneal microstriae in the left eye one week post treatment. A flap stretch was performed. Oral steroid -pred forte 1% was prescribed. The patient was stated to be happy with her vision. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient microstriae that was present at the one week post op is not visually significant and therefore no change in treatment will be done. They also reported that both eyes are affected. No loss of best corrected visual acuity reported. Patient had no complaints and is seen well. No glare and no night vision problems.